Event description:
Device failure. Conmed disposable guidewire bent at base of flexible spring upon removal from savary dilator following use during procedure. Post procedure visualization following removal of guidewire did not indicate any tissue injury or punctures. FDA safety report ID # (B)(4).